Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion as well.

Manufacturer narrative:
Premature battery depletion, no pacing, and communication failure was confirmed by analysis. The loss of communication and no pacing was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Lithium clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented to emergency room with a low heart rate below the programmed settings of their implantable cardioverter defibrillator (ICD). It was discovered that the ICD was unable to be interrogated using multiple merlin on demand (mod) units and it was noted that there was no pacing stimuli. Furthermore, the ICD was unable to be interrogated using a programmer and through instructions from technical services. Therefore, the physician elected to explant and replace the ICD. The patient was in stable condition before, during, and after the procedure.